Manufacturer narrative:
Tandem diabetes care recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down and customer's blood glucose (bg) was 440-550 mg/dl with a trace level of ketones. Customer delivered a correction bolus to address bg. Pump data was reviewed and the shutdown was due to normal battery depleted. Customer acknowledged pump was functioning as intended.